Event description:
It was reported that a (B) (4) handheld device froze at the "interrogation successful" screen. The event was resolved by removing and reinserting the device's flashcard. No additional events were reported.